Event description:
It was reported that upon deployment of an ivc filter, imaging demonstrated three of the ivc filter arms were tangled and pointed inward toward the center of the ivc filter. The filter was successfully removed using a snare through the same access site. Another ivc filter from the same lot number was deployed without incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials. The subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has not been returned to the manufacturer. The investigation is currently underway.